Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the ventricular output reading was out of specification. Analysis did find that the upper and lower cases were broken, the battery release and battery drawer were contaminated, that the side bail covers, ring cover, side bails and ring bail were missing, the battery contacts were compressed and the keyboard was scratched. (B)(4).

Event description:
It was reported the ventricular output was low during testing. All other test points were within specification. The customer is expected to return the device to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the generator had been returned for service.